Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, minor scratched and cracked display window, missing end cap sticker, broken half of reservoir tube lip, missing reservoir tube o-ring, however test reservoir will lock/click in place properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir retainer ring does not lock into place. The customer's blood glucose was 147 mg/dl at the time of incident. The insulin pump will be returned for analysis.